Manufacturer narrative:
OEM manufacture: (B)(4). Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 55 venflon 2 gn 18ga IV cannula 32mm experienced damaged or open unit packaging/seals where sterility was compromised. The following information was provided by the initial reporter: opened seal of venflon. A report from customer that they found opened seal of their ordered products of venflon 18ga. Totally 55 pieces of it have been opened when they received the products.

Manufacturer narrative:
H6: investigation summary: no samples or photographs received from the customer for the related complaint for investigation. The retention samples of 9031721 were used for following investigation. 5 retentions samples were within conformance to bd specs. There was no sealing damage found on any of the retention samples of lot no. 9031721. No machine or process breakdown reported during production to packaging of this lot. There was no reported qn generated during production to packaging of this lot. DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 9031721. The defect is not confirmed.

Event description:
It was reported that 55 venflon 2 gn 18ga IV cannula 32mm experienced damaged or open unit packaging/seals where sterility was compromised. The following information was provided by the initial reporter: opened seal of venflon. A report from customer that they found opened seal of their ordered products of venflon 18ga. Totally 55 pieces of it have been opened when they received the products.